Manufacturer narrative:
Citation: couture et al. Sinus of valsalva thrombosis following transcatheter aortic valve replacement in a bicuspid aortic valve. Jacc cardiovasc interv. 2020 aug 10;13(15):1828-1830. Doi: 10.1016/j.jcin.2020.03.051. Epub 2020 jun 10. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6)-year-old male patient with severe stenotic bicuspid aortic valve who underwent implant of a medtronic 34-mm evolut r bioprosthetic valve (no serial numbers provided). After pre-dilatation with a 25-mm balloon, the bioprosthesis was released without any paravalvular leak. At one day post-implant, the patient presented gait instability and mild dysarthria. A head computed tomography (CT) scan confirmed a right sylvian artery embolic stroke. The patient was treated with aspirin and fully recovered. At one month post-implant, a CT scan revealed a complete thrombosis of the noncoronary cusp (ncc) and a partial thrombosis of the left coronary cusp. Aspirin was stopped, and oral anticoagulation with warfarin was started. No additional adverse patient effects or product performance issues were reported.